Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor on the same day of application. The customer experienced a loss of consciousness and an ambulance was called, however no treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and a cracked sensor neck was observed. Sim vivo test was performed, and the results were within specification. This issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. Additional information: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor on the same day of application. The customer experienced a loss of consciousness and an ambulance was called, however no treatment was provided. There was no report of death or permanent injury associated with this event.